Event description:
It was reported that the patient's was dissatisfied following implantation of a new implantable neurostimulator (ins). The patient experienced an increase in leg and back pain. It was noted that the ins would not hold a charge and the patient was unable to communicate with the generator. It was unclear if the charging and communication issues were related to the implanted ins or the explanted ins (see MFR. Report # 3004209178-2012-01999). If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_siliconeanchor, explanted: (B)(6) 2015, product type: accessory. Product ID: neu_siliconeanchor, explanted: (B)(6) 2015, product type: accessory. Product ID: 39286-65, serial# (B)(4), explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the neurostimulator model 37712 serial # (B)(4) showed that the battery had a reduced capacity due to an overdischarge condition. The device was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count is 5. The last recorded recharge session performed while the device was implanted has the default date of (B)(6) 2000 due to power-on-reset (por). The device was recharged for 57 minutes and the battery charged from 2.530v to 3.580v. The battery discharged to the lock mode on (B)(6) 2012. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2012. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge was started manually after two physician mode recharges. The recharger had full coupling and the ins recharged for 5 hours and 55 minutes to an end voltage of 3.975v. It was noted that the battery discharges rapidly.

Event description:
Additional information received reported that the ins and lead was electively explanted because it was ineffective and that the patient experienced a worsening of their back pain. The patient status was noted as recovered without sequelae. If additional information is received, a follow up report will be sent.